Event description:
It has been reported to philips that system did not boot up. No harm has been reported. A philips service engineer inspected the system on site.it was identified that host pc was defective. The host pc and hard drive have been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system didn¿t boot up¿. Review of log file analysis confirmed that, issue with host pc, showing an error ¿host-pc did not startup¿. The philips engineer replaced host pc and reloaded ghost into system. Contacted nss for new license file and uploaded to system. Performed testing and verification per dmr and the system was returned to use in good working order. This issue has pre-occurred few days earlier, after replacement of nehalem host pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.